Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen had a flashing green screen and buttons were not responding and customer changed battery. Alarm history showed a battery out limit alarm and an unexpected restart alarm. Insulin pump was not stored for an extended period of time. Customer reported that blood glucose was 534 mg/dl the night prior to call. Customer stated that due to keypad anomaly, insulin continued to stream out of infusion set after pressing the act button during priming. Customer was advised that insulin pump would need to be replaced.